Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the patient had also reported symptoms of bloating on the date of this event. Device evaluation: the homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The symptom of bloating would not be confirmed in the device logs or duplicated during the pal evaluation. The iipv found in the logs is related to the reported patient symptom. The cause of the iipv found in the logs was determined to be insufficient drain due to the last manual drain not being used. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 07:13 with a drain volume of 4034 ml (cycle 5 drain = 2222 ml plus post therapy drain = 1812 ml) during cycle 5. The fill volume was 2500 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.